Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The cuff miss/suture retrieval issue was unable to be confirmed as all the device components were not returned. The investigation was unable to determine a conclusive cause for the needle to cuff miss; however, the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other five proglide devices referenced are filed under separate medwatch MFR reference numbers.

Event description:
It was reported that suture placement with four proglide devices was attempted in the left common femoral artery (lcfa) and two proglide devices in the calcified right common femoral artery (rcfa) using the preclose technique prior to percutaneous endovascular aneurysm repair (pevar). The arteriotomy was 6fr. Reportedly, cuff misses with four proglide devices in the lcfa and cuff misses occurred with two proglide devices in the rcfa. Two additional proglide devices were used in both the lcfa and rcfa for successful suture placement using the preclose technique. The sheath was upsized to an 18fr in the lcfa and a 20fr in the rcfa and the pevar procedure was completed. Hemostasis was achieved in both the lcfa and rcfa using the pre-placed sutures of the proglide devices. There was no reported adverse patient sequela. It was reported that the physician is trained in the use of the proglide device and being established in the preclose technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.